Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Underinfusion was observed during the patient use at the hospital. The actual flow rate was unknown but the expected rate was 40ml (milliliters)/24hr (hour). The total fill volume was 100ml: 0.2% ropivacaine hydrochloride hydrate the temperature and the height of the restrictor were unknown. Pcm 2.0ml was used without removing shipping tab out. Therefore, total 4 ml should've been infused. There was patient involvement but no patient injury and medical intervention. There is no further complaint information available.